Event description:
Customer reported receiving a high reading of 11.8 mmol/l on their blood glucose monitor. The reference reading of 3.9 mmol/l was received on the lab's meter within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "d" zone, showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A f/u report will be filed once investigation results are available.